Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were 200 mg/dl, 531 mg/dl and 409 mg/dl, 209 mg/dl. The customer was treated with syringes. The customer did not report any symptom related to high blood glucose level. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege the insulin pump for under delivery. The customer reported that the drive support cap was loose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Unable to perform the occlusion, prime and excessive no delivery test due loose drive support cap noted.